Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high right ventricular lead impedance was observed through merlin.net transmission. Alert appeared to be triggered prior to lead insertion into the device header. Patient was continued to be monitored. In the subsequent merlin.net transmissions, high out of range pacing lead impedance measurements were noted. Patient was scheduled for surgery as high impedance was reproducible with isometrics. Loose set screw connection was noted upon opening the pocket on (B)(6) 2018. The lead was re-inserted into the header and setscrew was tightened successfully. Patient¿s condition was stable throughout the event.